Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) education, one of the physicians had some difficulty inserting the iab through the sheath. After the first attempt, he removed the iab and then tried again inserting the same iab. At that point the iab membrane had become unfurled to the point where it would not go back in the sheath at all. They opened a second iab and the physician thought it had felt tight. After that, they decided to put the second iab through another manufacturer's 9 fr. Sheath to make the insertion easier and to avoid wasting another iab. There was no patient harm or adverse event reported. This report is for the 2nd iab used in this event. A separate report has been submitted for the 1st iab under mfg report number 2248146-2022-00926 .

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).